Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the first firing was completed properly at the duodenum. When the device was fired at the gastric body on the second firing, a part of the deployed staples were unformed. The same events occurred at the third and the fourth firing. Reinforcement product was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).